Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was resumed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy strength was off resulting in ineffective therapy/therapy strength decreasing on its own. Impedance check revealed high impedances on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
Date of event is estimated. E1: facility name:(B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch: a000162664.